Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue was able to be replicated. Troubleshooting showed the batteries being below accepted voltages. The motion batteries were replaced and drive wheels were adjusted. The imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. Concomitant medical products: product ID #: bi71000125. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the motion batteries are not holding their charge. The system is still operational. There was no patient present when this issue was identified.